Event description:
It was reported that the patient's generator is moving around so the patient was referred for revision surgery to adjust the placement of the device. The family believes the surgeon did not properly stitch the generator down, but the surgeon assessed that the patient/family is unhappy with the placement and appearance of the device. Clinic notes indicated that the generator was bulging and was able to move within the pocket, and the patient had associated pain. It was noted that the patient underwent pocket revision surgery. No vns devices were replaced. Product return and device evaluation is not necessary as the reported migration and protrusion, and associated discomfort is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
H10 additional manufacturer narrative, corrected data: initial and supplemental #01 reports inadvertently did not include the following description: h3. Device evaluated by MFR?, code 81: device evaluation is not necessary as the migration and protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
Per the physician, the pocket revision surgery was because the patient's previous generator was larger that the current device, so the pocket was too large. The pocket revision surgery was to make the pocket smaller and deeper to ensure the generator is secured. No additional relevant information has been received to date.